Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she accidentally dropped the insulin pump in the toilet and it stopped working. The insulin pump alarmed failed battery test. The insulin pump was in a locked state caused by the fluid exposure. Customer's blood glucose level was 140 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.